Manufacturer narrative:
The patient is a former smoker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted: one in the rca and the other in cx. One day post procedure, patient suffered myocardial infarction. Investigator assessed event is not related to device or antiplatelets.

Manufacturer narrative:
Cec adjudicated the mi as no event. Sponsor assessed that the event was not related to the antiplatelet medication and possibly related to the device. The same day the patient was discharged in a stable condition. If information is provided in the future, a supplemental report will be issued.